Event description:
It was reported that the patient had a syncopal episode, fell and suffered a subdural hematoma. It was discovered that the right ventricular (rv) lead exhibited high impedance, was oversensing and a potential fracture is suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5592-53, lead; implant: (B)(6) 2001. (B)(4).